Event description:
It was reported that this right ventricular (rv) lead exhibited out of range (oor) shock lead impedance measurements. Technical services (ts) recommended increasing the oor limit. This lead remains in service. No adverse patient effects were reported.